Manufacturer narrative:
On 7-jan-2026, additional information was received indicating the customer has performed testing in their lab and the result indicates that the foreign matter is related to blood tissues. Based on this information, the event is no longer considered to be a foreign material issue and therefore no longer considered to be an MDR reportable malfunction. The h6. Medical device problem code has been updated from ¿contamination /decontamination problem (a18)¿ to ¿contamination (a1801)¿. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Information received indicates the product will not be returned, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. A picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and a foreign material was observed inside the hemostatic valve. After the procedure, upon removal of the vp catheter, black flocculent material was observed inside the hemostasis valve. The customer stopped use of the vizigo sheath.